Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak on the second stay safe connector during fill 5 of 7 of treatment. The patient stated he and his bed were wet. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms/warnings from the cycler. Technical support advised the patient to follow up with the pd registered nurse (pdrn) regarding the unfinished treatment on the cycler. Upon follow up, the patient verified the reported event but did not know the cause of the fluid leak. The patient completed treatment using continuous ambulatory peritoneal dialysis (capd). Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type and dose unknown, intraperitoneal, one week). The patient reported that other than the use of prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The cycler set was discarded and not available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak on the second stay safe connector during fill 5 of 7 of treatment. The patient stated he and his bed were wet. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms/warnings from the cycler. Technical support advised the patient to follow up with the pd registered nurse (pdrn) regarding the unfinished treatment on the cycler. Upon follow up, the patient verified the reported event but did not know the cause of the fluid leak. The patient completed treatment using continuous ambulatory peritoneal dialysis (capd). Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type and dose unknown, intraperitoneal, one week). The patient reported that other than the use of prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The cycler set was discarded and not available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.